Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed in section is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the test did not start on her adc blood glucose meter. She further reported that on (B)(6) 2018 she experienced ¿dizziness¿. A blood glucose test was done using her adc meter at 21:00 with a result of 483 mg/dl and ketone result of 0.5 mmol/l. Customer also reported additional readings received on the adc meter on this day of: 383 mg/dl and ketone of 1.03 mmol/l (unknown time). On (B)(6) 2018 she was taken to a hospital where an unspecified hospital device result of 444 mg/dl, with ketone result of 0.8 mmol/l, was received. Customer performed a test on (B)(6) 2018 with her meter and received a result of 485 mg/dl, with ketone result of 1.3 mmol/l (unknown time). Customer was diagnosed with hyperglycemia with ¿acidosis¿ and treated with an unspecified amount of insulin. It is unknown when the ¿test did not start¿ issue began relative to when the medical event occurred. Attempts to clarify this have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. DHR(s) (device history review) for the precision strips and freestyle precision neo meter have been reviewed and the DHR(s) showed the precision strips and freestyle precision neo meter passed all tests prior to release. Retain testing was performed for precision strips and all units performed in specification and passed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported the test did not start on her adc blood glucose meter. She further reported that on (B)(6) 2018 she experienced ¿dizziness¿. A blood glucose test was done using her adc meter at 21:00 with a result of 483 mg/dl and ketone result of 0.5 mmol/l. Customer also reported additional readings received on the adc meter on this day of: 383 mg/dl and ketone of 1.03 mmol/l (unknown time). On (B)(6) 2018 she was taken to a hospital where an unspecified hospital device result of 444 mg/dl, with ketone result of 0.8 mmol/l, was received. Customer performed a test on (B)(6) 2018 with her meter and received a result of 485 mg/dl, with ketone result of 1.3 mmol/l (unknown time). Customer was diagnosed with hyperglycemia with ¿acidosis¿ and treated with an unspecified amount of insulin. It is unknown when the ¿test did not start¿ issue began relative to when the medical event occurred. Attempts to clarify this have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.